Event description:
Pt stated that she had a monarc sling procedure and now has pain in the leg and pelvic area. She also stated that she had to have blood transfusions. Pt was dissatisfied with the procedure.